Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to the patient's implant tracking log and implant operative report only. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2008 - patient was diagnosed with pelvic procedia, vaginal vault prolapse, cystocele, urethrocele and rectocele. The patient underwent an exploratory laparotomy, extensive adhesiolysis, right salpingo-oophorectomy, excision of large right ovarian cyst, anterior urethropexy, sacrocolpopexy with implant of a bard/davol flat mesh using a non bard/davol "straight-in" fixation kit. The patient's attorney alleges the patient experienced pain, recurrence of symptoms and additional medical treatment.